Event description:
Reporter indicated that vns patient underwent revision surgery during which the generator was sutured into place due to device migration and extrusion. It was reported that the patient is always jumping and playing and "banging into things" and that this behavior caused the device to move. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.